Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter and axium prime device were returned for analysis within a shipping box, within their opened outer cartons and within their opened inner pouches. The axium prime device was returned without its dispenser coil or introducer sheath. The echelon-10 micro catheter was returned further within its dispenser coil. Visual inspection/damage location details: the axium prime pusher was found broken between the positive load indicator and break indicator with the release wire fully retracted. The proximal segment and release wire/coin were not returned for analysis. The coin was fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached. The axium prime implant coil was found stretched and damaged with the polypropylene filament broken. No flash or hub mold were found within the echelon-10 hub. No damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. Testing/analysis: the returned coil cannot be used for resistance testing due to the damages. The echelon-10 total length was measured to be ~155.4cm and the usable length was measured to be ~147.6cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The echelon-10 micro catheter was flushed, and water exited the distal end. An in-house coil was inserted into the echelon-10 micro catheter hub, through the catheter body and out the distal end with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was not confirmed as no resistance was encountered with the returned echelon-10 micro catheter and no damages were found that would contribute towards the resistance (¿catheter damage¿ not confirmed). The customer report of ¿coil resistance/stuck in catheter¿ could not be ruled out as the damages found with the axium prime coil is consistent with resistance. The returned axium prime implant coil was found damaged/stretched. Customer reported the implant coil came out of its sheath smoothly; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. It is also possible that the introducer sheath was not fully seated within the catheter hub, causing the implant coil to become damaged and the implant to be stuck. The pusher was found broken and the release wire was retracted, detaching the implant as expected by the detachment subassemblies. Customer did not report attempting to detach the device. The axium prime coil is compatible for use with the echelon-10 micro catheter. Concomitant device: 105-5091-150, d037878medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium framing coil encountered resistance with the echelon 10 microcatheter. The catheter and coil were damaged. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 8.5 mm and a 7 mm neck diameter. It is located in the cavernous segment of the right internal carotid artery (ica). The access vessel was the right ica with a diameter of 4 mm. It was noted the patient¿s blood flow was normal and vessel tortuosity was moderate. The type of treatment was coiling.  It was reported that when the axium coil was advanced into the echelon microcatheter, there was strong resistance at the proximal segment of the catheter. The coil was stuck, damaged, and stretched. The coil was stuck in sheath. The catheter was damaged in the proximal region. The implant coil was smoothly pushed out from the introducer sheath. A non-medtronic microcatheter and coil were used to complete the case. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information was received stating that the damage to the coil was referring to stretch. In sheath, it was smooth. In microcatheter, physician felt resistance. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There were no issues that resulted in the damage that was found. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.